Manufacturer narrative:
Patient's gender and weight were requested, but not provided. Approximate age of device - 1 year and 5 months. Manufacture conclusion: the report of low flow hazard alarms was confirmed through the evaluation of the submitted system controller log file. The submitted log file contained approximately 7 days of data and captured numerous low flow hazard alarms throughout the duration of the log file; however, no trend in pump power or average pi was observed. The system appeared to be operating as intended. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) and no further issues have been reported. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU also contains information on all system alarms, including low flow hazard alarms, and provides guidance on how to troubleshoot the system and resolve the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced right heart failure suspected to be associated with lvad support. The patient was started on doubtamine for right ventricular (rv) support with improvement. No additional information was provided.